Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was returned to the baxter tampa bay facility for evaluation. The device failed accuracy test and the device failed fill 1= 828.6, drain 1= 831.3, fill 2= 823.0, drain 2= 824.6 based on the evaluation results, the assignable cause for the rite failure was determined to be cracked door piston. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing.